Event description:
It was reported that the feet of the filter stuck in the spline. The radiologist had to insert a rim catheter and manipulate the feet to release them from the spline. The filter was eventually deployed. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample was returned; however, the evaluation has not been completed.